Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that after the implant this subcutaneous implantable cardioverter defibrillator (s-ICD) low amplitude signals which led to an out of range message indicating "sensing may be less than optimal and setup should not be continued" during device optimization were noted. In addition, there was double counting on the primary and secondary vector due to intermittent aberrance qrs complexes. It was reported that when large qrs complexes were not present normal qrs was undersensed. In addition, the alternate vector appeared to have low amplitudes and undersensing. A review by boston scientific technical services (ts) was requested. It was noted that every posture and screening in each vector did not pass. As a result, the s-ICD was deactivated. During a recent follow-up, auto setup was performed and alternate vector was selected. All of the vectors are showed low amplitude signals that can vary with changes in morphology and likely with changes in posture. Automatic setup should have shown a warning screen during the recent interrogation as none of the vectors had a passing score across postures. Ts discussed a possible error in the automatic set up that allowed for the warning screen to be bypassed. Ts discussed that the primary vector appeared to be the best one in this case, but the sensing is leaving the patient at risk for inappropriate shocks. As a result, a revision procedure was scheduled. The patient did not present for the scheduled procedure. At this time, another procedure has not been scheduled. No adverse patient effects were reported. This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that after the implant this subcutaneous implantable cardioverter defibrillator (s-ICD) low amplitude signals which led to an out of range message indicating "sensing may be less than optimal and setup should not be continued" during device optimization were noted. In addition, there was double counting on the primary and secondary vector due to intermittent aberrance qrs complexes. It was reported that when large qrs complexes were not present normal qrs was undersensed. In addition, the alternate vector appeared to have low amplitudes and undersensing. A review by boston scientific technical services (ts) was requested. It was noted that every posture and screening in each vector did not pass. As a result, the s-ICD was deactivated. During a recent follow-up, auto setup was performed and alternate vector was selected. All of the vectors are showed low amplitude signals that can vary with changes in morphology and likely with changes in posture. Automatic setup should have shown a warning screen during the recent interrogation as none of the vectors had a passing score across postures. Ts discussed a possible error in the automatic set up that allowed for the warning screen to be bypassed. Ts discussed that the primary vector appeared to be the best one in this case, but the sensing is leaving the patient at risk for inappropriate shocks. As a result, a revision procedure was scheduled. The patient did not present for the scheduled procedure. At this time, another procedure has not been scheduled. No adverse patient effects were reported. This device was subsequently explanted and returned. No additional adverse patient effects were reported.